Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No failed battery test alerts noted during testing or when inserting a new battery. However, pump error 63 alarm confirmed in the device history due to broken trace at pin at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer also stated there were battery failed alarm. The customer stated that the insulin pump error alarm occurred during self test. Customer customer were able to clear the alarm and were able to complete the rewind process. The customer was assisted with performing self test, but it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.